Event description:
It was reported by the customer that a bd pyxis medstation es had defect on drawer 2 of the auxiliary cabinet. Cubies were not recognized after there was an incident with liquid falling into the drawer. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of records dating february 2022 through june 15, 2024, under CAPA 12460641. The late submission of this report is justified by the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. No chr records found for serial/(customer-provided) component number (B)(4). No DHR records found for serial/(customer-provided) component number (B)(4). Upon investigation of the actual device used in this incident, it was determined that the station had cubie drawer failure and found a lot of waste in addition to the liquid. A field service technician replaced the failed drawer with the new drawer to resolve the issue. The system functioned as intended after being assessed by the field service technician.